Manufacturer narrative:
The ew bav was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Images of the event were not provided for review. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the exact cause of the rupture at the sov is unknown but may be related to patient factors (calcification) or procedural factors (manipulation of devices). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, pre-dilation with an ew bav was executed to evaluate for possibility of coronary artery (ca) obstruction. While the doctors discussed whether or not to perform the coronary protection, severe aortic regurgitation was seen on echo. The team opted to continue with the procedure as the patient was stable. However, right before the ca protection was performed, a hematoma was seen on echo and less than 10 seconds later, the blood pressure dropped. The aortography revealed bleeding from the non-coronary cusp (ncc) direction and an sov rupture was confirmed. Percutaneous cardiopulmonary support (pcps) was initiated and tavr procedure was canceled. The patient ultimately received a surgical aortic valve replacement and returned to the ICU. The patient's sov was small and measured 25.0x26.2x28.5. The aortic valve was moderately calcified. The stj measured 26.0x27.3mm. The lca ostium height was 13.2mm, the rca ostium height was 18mm and the annular diameter measured 411mm2.

Manufacturer narrative:
Reference CAPA-20-00141.